Event description:
The customer reported that the system exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe system battery charging assembly was evaluated and determined to require replacement. At this time, no conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.